Manufacturer narrative:
Three requests were made for event resolution; however, information has not been received to date. The device remains in service at this time; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the remaining longevity dropped to approximately 10%. A request was made to have data from this device analyzed. Data analysis confirmed that there was an increase in power consumption during the past year. Additional information has been requested regarding the event resolution, but were unsuccessful. At this time, the available information indicates the device remains in service. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the remaining longevity dropped to approximately 10%. A request was made to have data from this device analyzed. Data analysis confirmed that there was an increase in power consumption during the past year. At this time, the device remains in service. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.